Event description:
It was reported that intermittently multiple occlusion alarms occurred. Reportedly, the customer changed out the pump supplies multiple times in the past in attempts to resolve the issues, and ultimately reverted to manual injections for insulin therapy. Customer's blood glucose level was "high" (specific bg value was not provided). Customer administered a manual injection of insulin to address high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.